Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was crossing a side street in her power chair and was hit by a car on left side.

Manufacturer narrative:
No device problem. Consumer was hit by a car.

Event description:
Provider alleges consumer was crossing a side street in her power chair and was hit by a car on left side.